Event description:
Caller reported neonate patient blood glucose result of hi, which on the system indicates a result in excess of 600 mg/dl, on inform system 1, inform system 2 result 58 mg/dl within 10 minutes. Caller states that hi reading was due to her obtaining blood sample from a line that already had glucose being delivered to patient. Reported no adverse event relative to discrepancy. Strips not available for return, replacement sent.

Manufacturer narrative:
(B)(6). Strips not available for return.